Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
During a periodic programming history review, higher impedance was observed. Clinic notes received for the patient indicated that the patient did not experience any adverse events as a result of the higher impedance. Instead it was noted that the vns was working to control the patient's seizures. The patient's output current was increased when the high impedance was observed by the physician. Design history records were reviewed for the generator. The generator passed all specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.